Manufacturer narrative:
The returned inflatable penile prosthesis (ipp) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed or substantiated through investigation of the returned components.

Event description:
It was reported that due to an intermittent malfunction of pump the patient had his inflatable penile prosthesis (ipp) removed and replaced. This malfunction caused the device to have a limited function.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an intermittent malfunction of pump the patient had his inflatable penile prosthesis (ipp) removed and replaced. This malfunction caused the device to have a limited function.